Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that the battery depleted prematurely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device interrogated normally on the bench. Longevity calculations indicated that the battery voltage was lower than expected given the programmed parameters. With a replacement battery connected, the power consumption of the device was measured and found to be normal. The battery was sent to an outside laboratory. Analysis indicated that battery depletion was normal. The cause for the premature battery depletion remains undetermined.